Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was released into the patient but did not achieve hemostasis. Bleeding was noted immediately after plug deployment and device removal. Pulsatile bleeding at the puncture site was also observed upon removal of the exoseal and unknown sheath. The bleeding was treated with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully pressed and flush with the handle. The plug was deployed to the proper location. Fingertip compression was maintained during device removal. Heparin was used as an anticoagulant. No multiple stick attempts were made before access was achieved. The femoral artery¿s suitability was not verified by angiography, and the vessel diameter was not confirmed to be =5 mm. There was no vessel tortuosity, no stent near the puncture site, and no prior closure device or manual compression at the target femoral site within thirty days before the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was pulled out of the body together with the device, so it did not achieve the desired hemostatic effect. Bleeding was noted immediately after plug deployment and device removal. Pulsatile bleeding at the puncture site was also observed upon removal of the exoseal and unknown sheath. The bleeding was treated with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully pressed and flush with the handle. The plug was deployed to the proper location. Fingertip compression was maintained during device removal. Heparin was used as an anticoagulant. No multiple stick attempts were made before access was achieved. The femoral artery¿s suitability was not verified by angiography, and the vessel diameter was not confirmed to be =5 mm. There was no vessel tortuosity, no stent near the puncture site, and no prior closure device or manual compression at the target femoral site within thirty days before the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One photo was attached to event-2025-16555. The photo shows a 7f exoseal with an 8f non-cordis catheter sheath introducer (csi) already inserted. The indicator wire was retracted, and the plug was not present in the delivery shaft. An apparent plug can be noted in the tray of the device, however this cannot be confirmed. No additional anomalies or notable details were observed in the image. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was received already inserted in the returned unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The reported event of ¿plug inaccurate placement¿ was observed through analysis of the image since the image received showed a plug in the tray of the exoseal. The plug was not received for evaluation but was seen in the image on the tray. However, since the device was received without the plug and due to the nature of the event, which is patient related, the exact cause of the reported event cannot be determined. Handling factors are a possible contributing factor since it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was pulled out of the body together with the device, so it did not achieve the desired hemostatic effect. Bleeding was noted immediately after plug deployment and device removal. Pulsatile bleeding at the puncture site was also observed upon removal of the exoseal and unknown sheath. The bleeding was treated with manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully pressed and flush with the handle. The plug was deployed to the proper location. Fingertip compression was maintained during device removal. Heparin was used as an anticoagulant. No multiple stick attempts were made before access was achieved. The femoral artery¿s suitability was not verified by angiography, and the vessel diameter was not confirmed to be =5 mm. There was no vessel tortuosity, no stent near the puncture site, and no prior closure device or manual compression at the target femoral site within thirty days before the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified in the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.